Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a healthcare professional (hcp) that the patient heard an audible alert from their implantable cardioverter defibrillator (ICD). Upon interrogation it was discovered that the right ventricular (rv) lead exhibited low rv shock impedance. No programming changes have been completed at this time and the hcp will discuss with the physician. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.